Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user¿s partner reused a prior cartridge and then experienced no drops during fill while pressing and holding through more than 90 units, after which the cartridge was found nearly empty with insulin spillage upon removal; the agent educated the user and partner to replace all supplies, including cartridge, connector, and tubing, and to avoid reuse due to risk of leakage and malfunction. Symptoms included no delivery observed during tubing fill. Outcomes included no alarms or hospitalization and completion of troubleshooting and user education. Investigation included remote troubleshooting guidance and review of user technique and supply integrity. Investigation of this case revealed probable leakage and compromised delivery due to a reused and repeatedly punctured cartridge associated with the cartridge component. It was concluded, based on previously established findings for similar reports, that user-related reuse of disposable components was the likely cause.